Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Following impella cp implant, the patient noticed increased mottling from the groin to knee in the right leg and thigh to bilateral flanks in the left. The staff was unable to doppler a pedal signal and the patient felt cold to the touch. The physician opted against intervening and the patient continued to deteriorate from their underlying condition. The patient was placed on comfort care and passed away the following morning. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.